Event description:
Terumo medical received an FDA medwatch report # mw (B)(4). The event description states that "sheath split in two and part of it needed to be retrieved as it was retained in the patient, causing prolonged procedure/anesthesia."

Manufacturer narrative:
B3: date of event: mar 2025. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rn, bsn quality coordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath breakage because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).